Manufacturer narrative:
Chemical testing of the complaint sample found that the ph and color are out of specification. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.

Event description:
Consumer experienced burning and stinging and saw a doctor. The doctor reported minor surface irritation and noted the exam was normal. The doctor reported there was no treatment and no adverse event. Chemical testing of the complaint sample found that the ph and color are out of specification. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The presence of elevated iron will affect product stability with respect to color and efficacy over time. A global recall was initiated for this lot.